Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation. And therefore the alleged complaint event could not be confirmed. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture tensioning.

Event description:
It was reported that the suture tape doesn`t slide properly in the device. If the inner thread is knotted, the outer thread will also slide, but if the outer thread is knotted first, the inner thread no longer slides. During the subscap refixation surgery the sutures were not twisted and nothing else was done wrong, nevertheless the outer thread could only be moved with a lot of force. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.